Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the c3601 cusa excel 36khz tubing set was rejected during incoming inspection due to foreign material noted on (B)(6) 2018. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The product¿s inspection procedure states that if a contaminant is detected at 18 in and unaided by magnification, the material may not exceed 0.10 mm square on tappi dirt estimation chart. The fibers were found to be =0.10 mm2 when compared to the tappi chart. The DHR review did not reveal any anomaly during the packaging process that could be related to the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the packaging shop orders and related procedures. The complaint is not confirmed since product is within specifications. Device identifier: (B)(4). Product identifier: (B)(4).